Event description:
It was reported that the patient's glucose reached 19.5 mmol/l (351 mg/dl) while wearing the pod between 37 and 48 hours on the arm. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.